Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the ventricular output connector was broken. Analysis also found the sensitivity knob was missing and one screw boss in the display frame was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for evaluation, analyzed and tested out of specification. There was no patient involvement.